Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously presented in clinic for follow up on an unknown date. Upon device interrogation, the right atrial lead exhibited failure to capture. The patient presented on (B)(6) 2019 for a normal generator replacement and lead revision procedure. Prior to procedure, a device interrogation confirmed that the lead exhibited failure to capture. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.